Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) crossed the annulus, the systolic pressure decreased. The dcs was pulled into the ascending aorta to stabilize the pressure. The valve crossed again and upon deployment, the pressure dampened, cardiac rhythm was lost, and heart function decreased. Cardiopulmonary resuscitation (CPR) was initiated; the patient went into ventricular fibrillation and was defibrillated. Echocardiogram revealed moderate to severe paravalvular leak (pvl) and mitral regurgitation. The valve was reported deep in the left ventricular outflow tract (lvot). A balloon aortic valvuloplasty (bav) was performed with no change in pvl. The patient was placed on extracorporeal membrane oxygenation (ECMO) and a second valve was implanted proximal to the first valve. A bav was performed and the pvl decreased to mild. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.